Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedances. This system has never delivered a shock. The device was implanted in (B)(6) 2014 and there was a gradual rise in impedance values right from implant lasing a few months. The impedance values have been stable since (B)(6) 2014. The first time the impedance value exceeded 125 ohms was in november 2015 and has occurred four times since then. The rv lead is a single coil lead. Boston scientific technical services (ts) recommended isometrics to exclude any lead issues. Ts noted that one hypothesis for gradually rising shock impedances in the absence of lead diagnostics changing is related to calcification or ionizing layer build up on the coil. As of today, the patient will be monitored and no invasive intervention is planned. No adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the high shock impedance measurements have continued. Review of the stored information found that three years earlier the patient underwent high voltage sync shock testing that yielded values over 100 ohms. Technical services (ts) discussed troubleshooting options to assess for lead and system integrity. The manufacturer and model serial number information for the rv lead remain unknown and no additional adverse effects have been reported.